Event description:
It was reported that there were exposed sharp edges on the damaged device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer was sent a replacement device.

Event description:
It was reported that there were exposed sharp edges on the damaged device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.